Event description:
The patient reported that the ok button and up arrow buttons are intermittently unresponsive. The patient stated he has to press the buttons multiple times to get a response. He reported that the keypad and pump are intact.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.